Event description:
It was reported approximately two weeks post-implant of the implantable pulse generator (ipg) that the patient developed an infection. The ipg system was removed and a lead and a temporary pacer was used. On the following day, the ipg system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.